Event description:
Reported as: "the pt's weight loss had tapered off. The fluid in the band was checked and it was noted that fluid was leaking from somewhere as the total documented amount of fluid could not be extracted, indicating a leak. The port was changed."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 03/10/2008. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the prod however the analysis results are pending at this time. A supplemental medwatch will be generated upon completion of the prod analysis. Inadequate weight loss and vomiting are addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."